Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, with no recurrence of the malfunction code following the reset. Customer was instructed to continue using the pump and advised to contact support if any issues recur.